Event description:
Pt was revised to address osteolysis.

Manufacturer narrative:
Examination of the product removed was not possible as it was destroyed by the hospital after surgery. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the root cause of the reported wear could not be determined, it would not be unreasonable to expect some wear after approximately 15 years of implantation. The report of the mbt tray sleeve being labeled with an incorrect expiration date was not confirmed. At the time of MFR of the complaint product, the expiration date was set at three years. The shelf life is currently ten years for this product. Based on the investigation, the need for the corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.